Event description:
The customer stated that she went to the emergency room due to high blood glucose levels, vomiting, fast heart beat and possible diabetic ketoacidosis. The customer reported a blood glucose reading of 545 mg/dl. The customer also stated that the insulin pump alarmed no delivery prior to the event. The customer did not have the insulin pump with her at the time of the call. No troubleshooting was done.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.